Manufacturer narrative:
It was reported to philips that the device gave a paddle error message. There was no patient involvement. The customer initially requested assistance from a philips representative as their unit experienced a paddle failure. However, following creation of the service order, no further action was documented by the customer and additional information could not be obtained. As such, the reported failure could not be verified and a cause for the issue could not be determined. Philips is unable to rule out that a malfunction did not occur. As additional information could not be obtained pertaining to the event, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted. H3 other text : device not returned for evaluation.

Event description:
It was reported to philips that the device gave a paddle error message. There was no patient involvement.